Manufacturer narrative:
Plant investigation: the reported symptom code (blank screen) was confirmed. An exterior visual inspection of the returned cycler showed no signs of physical damage. Powered on the cycler and the display was blank. The push buttons were on. Failure was due to burn damage on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no discrepancies. The product history review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank after completing setup. The power cord was properly connected in both ends. The cycler was rebooted and the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reverted to manual supplies to complete their treatment. There were no adverse events, injuries, or medical intervention required as a result of the event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.